Manufacturer narrative:
Product complaint # ==> pc-(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of an unruptured basilar artery aneurysm and experienced thrombosis during the procedure. Approach was made from the left upper arm. Concomitant devices included a 6f accelerator guide guiding sheath, 6f sofia select distal access catheter (dac) (microvention), synchro select standard guidewire (stryker), headway 27 microcatheter (microvention) for pulserider delivery, headway duo microcatheter (microvention) for coil delivery, 10mm x 40cm, 8mm x 30cm, and 7mm x 20cm target xl coil (stryker), 6mm x 15cm galaxy g3 coil, 4mm x 10cm galaxy g3 coil, and 3mm x 6cm galaxy g3 xsft coil. The pulserider anrd was advanced into the headway 27 microcatheter to the right posterior artery (pca). The pulserider anrd was placed partially intra-aneurysmal (hybrid). Coil embolization was initiated using trans-cell approach. There was a strong resistance felt between the headway duo microcatheter and the sixth coil, a 3mm x 6cm galaxy g3 xsft (glx120306/30663167), at the time of insertion. The microcoil was noted to be unraveled upon removal. The headway duo was removed from the patient, ¿and whether the coil remained or not was confirmed¿. The microcatheter was flushed with saline. Next, a guidewire was inserted to verify that there was no remaining coil. The physician re-approached the microcatheter to the target vessel. Finally, a new 3mm x 6cm galaxy g3 xsft coil was placed, and the coil embolization was completed. Final angiography showed a small thrombus in the "pulserider¿s right pca, which was slightly proximal to the marker of the first edge¿ of the leaflet. Activated clotting time (act) was always kept at 250 or higher during the procedure. Dual antiplatelet therapy was administered before the procedure. Platelet reactivity testing was performed during the procedure. After monitoring the thrombus for about 15 minutes, it appeared the same so ozagrel was administered. Imaging taken 15 minutes later confirmed that the thrombus had disappeared. Verifynow results showed that both the aspirin and clopidogrel were not effective. Medication was changed and the patient was followed up. The patient had no neurological symptoms after awakening from anesthesia and was admitted to the intensive care unit (ICU). Continuous flush was maintained. Additional information received indicated that approach was made via the left brachial artery. The thrombus was not flow-limiting; it did not result in an infarction. It is unknown if the patient was symptomatic, but it was reported that there were no residual symptoms. The event did not require prolonged hospitalization. There was no report of vessel injury or trauma that may have been a source of the thrombosis. The unraveled coil remained intact without any evidence of separation. The concomitant devices allegedly functioned as expected. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30663167 number, and no non-conformances related to the malfunction were identified. Coil resistance/friction and unraveling/stretching are known potential complications associated with coil embolization procedures. The galaxy g3 xsft instructions for use (IFU) cautions that if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. With the amount of information available and without the return of the associated devices, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors that may have contributed to the reported event rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of an unruptured basilar artery aneurysm and experienced thrombosis during the procedure. The approach was made from the left upper arm. Concomitant devices included a 6f accelerator guide guiding sheath, 6f sofia select distal access catheter (dac) (microvention), synchro select standard guidewire (stryker), headway 27 microcatheter (microvention) for pulserider delivery, headway duo microcatheter (microvention) for coil delivery, 10mm x 40cm, 8mm x 30cm, and 7mm x 20cm target xl coil (stryker), 6mm x 15cm galaxy g3 coil, 4mm x 10cm galaxy g3 coil, and 3mm x 6cm galaxy g3 xsft coil. The pulserider anrd was advanced into the headway 27 microcatheter to the right posterior artery (pca). The pulserider anrd was placed partially intra-aneurysmal (hybrid). Coil embolization was initiated using trans-cell approach. There was a strong resistance felt between the headway duo microcatheter and the sixth coil, a 3mm x 6cm galaxy g3 xsft (glx120306/30663167), at the time of insertion. The microcoil was noted to be unraveled upon removal. The headway duo was removed from the patient, ¿and whether the coil remained or not was confirmed¿. The microcatheter was flushed with saline. Next, a guidewire was inserted to verify that there was no remaining coil. The physician re-approached the microcatheter to the target vessel. Finally, a new 3mm x 6cm galaxy g3 xsft coil was placed, and the coil embolization was completed. Final angiography showed a small thrombus in the "pulserider¿s right pca, which was slightly proximal to the marker of the first edge¿ of the leaflet. Activated clotting time (act) was always kept at 250 or higher during the procedure. Dual antiplatelet therapy was administered before the procedure. Platelet reactivity testing was performed during the procedure. After monitoring the thrombus for about 15 minutes, it appeared the same so ozagrel was administered. Imaging taken 15 minutes later confirmed that the thrombus had disappeared. Verifynow results showed that both the aspirin and clopidogrel were not effective. Medication was changed and the patient was followed up. The patient had no neurological symptoms after awakening from anesthesia and was admitted to the intensive care unit (ICU). A continuous flush was maintained. Additional information received indicated that the approach was made via the left brachial artery. The thrombus was not flow-limiting; it did not result in infarction. It is unknown if the patient was symptomatic, but it was reported that there were no residual symptoms. The event did not require prolonged hospitalization. There was no report of vessel injury or trauma that may have been a source of the thrombosis. The unraveled coil remained intact without any evidence of separation. The concomitant devices allegedly functioned as expected.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The initial reporter phone (B)(6). Device manufacture date: not available at time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00055.